Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 594 mg/dl. The customer complained that the insulin pump did not alarm. No delivery leading her to think that insulin was being delivered. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.